Manufacturer narrative:
Initial information from the user facility reported a single catheter was used but two catheters were received from the user facility. Both kodama catheters are lot 00340011. There was no report of patient injury during the use of either of the two kodama catheters. The investigation of the two catheters was completed on 7 may 2024. Visual verification of both catheters confirmed tip separation. The device history record (DHR) for lot 00340011 was reviewed, revealing no deviations of the device specifications, product process specification(s), quality assurance procedures(s) and specification(s). All records demonstrate the device was manufactured in accordance with the device master record. Per the acist hdi / kodama user guide: the kodama catheter is to be used in conjunction with standard protocols for vascular cannulation. The kodama catheter is designed for use with a 0.014 in (0.36 mm) diameter guidewire approved for intravascular use and an approved 6 fr to 8 fr guide catheter or 5 fr or larger guide sheath with a minimum internal diameter of 0.064 in (1.63 mm). The user facility reported that they used a 0.018 in platinum plus guidewire.

Manufacturer narrative:
The kodama catheter was received at acist. Upon completion of investigation, a follow-up report will be submitted to FDA.

Event description:
On (B)(6) 2024, the user facility reported that the tips of two acist high definition intravascular ultrasound (ivus) kodama catheters had broken and that the catheters had not been used on a patient. Acist requested additional information on the event, and on march 5, 2024 the user facility reported that the tip of one kodama catheter was broken after it was used in a patient during an ivus procedure. The user facility reported that this was not a routine ivus procedure. The patient had an occluded stent and peripheral was used to observe, and then the physician decided to perform ivus. The physician started the ivus procedure with an 0.18 wire and navi. Then the physician switched to a different wire (platinum plus) to attempt to get the kodama catheter over but the platinum plus was prolapsing. The physician kept the kodama catheter within the patient vasculature and then used another catheter to keep the wire from prolapsing and to keep moving forward with the kodama catheter. When this wasn't working, the physician tried to pull the kodama catheter off the wire. The physician removed the wire and catheters from the patient and found the kodama catheter tip had broken. It is possible that the tip was damaged during the procedure.